Event description:
The physician has responded that the cause of the fluid in the generator and lead pockets is due to chyle leak (chyle leaks are a complication from surgery). Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known.

Manufacturer narrative:
F10 health effect - clinical code; corrected data; initial MDR inadvertently entered incorrect code.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿edema¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had surgery to remove the excess fluid in the generator and lead pockets following a recent initial implant. Device history records were reviewed and the lead and generator were seen to pass all functional and quality testing and were hp sterilized prior to distribution. Device evaluation is not necessary as it will add no value to the investigation. No other relevant information has been received to date.